Manufacturer narrative:
No crack found at lcd screen. No moisture damage found inside the pump. Unit received with stripped battery cap coin slot and no display anomaly. However, hard to read the screen due to severely scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that there is a crack in the display screen and cannot read the numbers and information on the screen. The customer also indicated that there is a crack on the screen and along the battery cap. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.